Manufacturer narrative:
This complaint investigation has been re-opened as photos have been received. Upon completion of additional investigation a supplemental report will be filed. H3 other text : see h.10.

Event description:
It was reported that needle tip breaks or needle not attached and hub size is inconsistent with a bd syringe 0.3ml 31ga 8mm tw. The following information was provided by the initial reporter: I use your syringes to do aesthetic treatments and have used them for 3 years with no problems until 3 months ago. In the past 3 months I have had them be blunt, the needle tip break off, inconsistent hub sizes and 5 other nurses /nurse practitioner have also reported similar problems including no needles.

Event description:
It was reported that needle tip breaks or needle not attached and hub size is inconsistent with a bd syringe 0.3ml 31ga 8mm tw. The following information was provided by the initial reporter: I use your syringes to do aesthetic treatments and have used them for 3 years with no problems until 3 months ago. In the past 3 months I have had them be blunt, the needle tip break off, inconsistent hub sizes and 5 other nurses /nurse practitioner have also reported similar problems including no needles.

Manufacturer narrative:
Investigation: customer returned photos of 3/10cc syringes. Customer states that there are blunt insulin syringes with the needle tip breaking off easily and inconsistent hub sizes and no needles attached at all. The attached photos were examined and the syringes shown exhibited a separated hub-needle/shield assembly. Unable to perform DHR check for needle blunt, breaks off during use, hub dimension and needle missing due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle blunt, needle breaks off, hub dimension) process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#(B)(4) was initiated.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle blunt, breaks off during use, hub dimension and needle missing due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle blunt, breaks off during use, hub dimension and needle missing due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle tip breaks or needle not attached and hub size is inconsistent with a bd syringe 0.3ml 31ga 8mm tw. The following information was provided by the initial reporter: I use your syringes to do aesthetic treatments and have used them for 3 years with no problems until 3 months ago. In the past 3 months I have had them be blunt, the needle tip break off, inconsistent hub sizes and 5 other nurses /nurse practitioner have also reported similar problems including no needles.